Event description:
Implant didn't achieve osseointegration, primary stability was achieved. Implant was completely covered with bone. No thread tap used. Diabetes mellitus, bone resorption, pain, mobility.